Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureterorenoscopy procedure. According to the complainant, during the procedure, the balloon was inserted through the ureteroscope and inflated inside the ureter. After it was inflated, the balloon started leaking water. It is unknown to what pressure the balloon was inflated and what size and type of scope was used. The procedure was completed with another uromax ultra balloon dilatation catheter and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual examination of the returned device revealed that the balloon was deflated and had traces of dried contrast media inside it. Microscopic examination of the balloon revealed a tear in the balloon material measuring less than one mm located 19 mm proximal to the distal edge of the distal markerband. Visual and tactile examination of the catheter revealed no defects. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureterorenoscopy procedure. According to the complainant, during the procedure, the balloon was inserted through the ureteroscope and inflated inside the ureter. After it was inflated, the balloon started leaking water. It is unknown to what pressure the balloon was inflated and what size and type of scope was used. The procedure was completed with another uromax ultra balloon dilatation catheter and the patient's condition at the conclusion of the procedure was reported to be "stable."